Event description:
It has been indicated by the customer that the bed's hand control was not working. The bed was going into tilt mode when the raising of lowering function of the bed's platform was requested. No injuries to the pt of caregivers were reported. Ref MFR number 30074720694-2014-00059.